Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of chest pain and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date in (B)(6) 2012, the patient experienced chest pain which he thought was a heart attack. On (B)(6) 2012, the patient experienced peritonitis. Treatment rendered for the events was not reported. The peritonitis was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11j22027, h11j19106, and h11i14017 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.